Manufacturer narrative:
Additional information added to :h9.

Event description:
It was reported that the syringe pump module had dim segments. The issues were discovered during preventative maintenance (pm); therefore, there were no patient involvement.

Manufacturer narrative:
The reported issue that the syringe pump module had dim segments was confirmed on the returned display board assembly. The returned display board assembly tested using a cad syringe module attached to a cad pcu. The returned board was tested by running the simultaneous display test using asm to determine dim or missing segments. 1 out of 1 received syringe module display board assembly exhibited dim segments. The exact root cause of the customer¿s report that the syringe pump module had dim segments was not identified; however prior failure investigation identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history review: review of the s/n (B)(4) service history record showed the device had a manufacture date of 23sep2013. A review of the device service history record was performed beginning from the date of manufacture to the present date 25nov2020 and indicated that this device has been previously returned (once) for service for repair to an issue not related to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only display board was received for investigation.

Event description:
It was reported that the syringe pump module had dim segments. The issues were discovered during preventative maintenance (pm); therefore, there were no patient involvement.